Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed the speaker is inoperable due to a damaged wire. Based on the information available and the testing conducted, the cause of the reported problem was damage to the speaker wire. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported a speaker malfunction inop and that the speaker is inoperable due to a cut wire. The device was not in use on a patient at the time of the event. There was no adverse event reported.